Manufacturer narrative:
(B)(4).

Event description:
It was reported that fracture and insulation damage was observed on the ra lead. Upon device interrogation noise was observed on the ra lead. Patient received multiple inappropriate shock due to af with rvr. Patient continued to complain about significant chest pain. The lead was explanted. The patient tolerated the procedure well and was returned to a monitored bed in stable condition.